Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including wound drainage and debridement. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
(B)(4): on (B)(6)2015, patient underwent bilateral inferior pedicle mastopexy using a full vertical and horizontal t incision. Concomitant procedures included fat grafting to both breasts and liposuction. 1 piece of galaflex was cut in half and placed bilaterally. On (B)(6)2015, breast drainage was reported. Treatment included debridement in office on (B)(6) 2015 and medication (topical vaseline). Review of medical affairs identified that the reported ae is likely related to the device and serious. Resolved on (B)(6) 2015 with no sequelae.